Event description:
It was reported that the patient presented to the emergency department due to chest pain and discomfort at the incision site. The patient noted their extravascular implantable cardioverter defibrillator (ev-ICD) was "moving". Upon interrogation, oversensing with noise was observed. A chest x-ray was completed and revealed the extravascular (ev) lead was coiled around the device two times and the slack was gone, the lead was thought to have dislodged. The epsilon shape in lead stretched to a wide ¿w¿ pattern. Twiddler's syndrome was suspected. The ev ICD system was explanted and replaced, for anatomical reasons, with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: dvea3e4 ((B)(6)); product type: 0235-ICD; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.